Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator board, x-ray tube, and the high voltage cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 system had a low milliamps error. No pt injury was reported.